Event description:
It was reported that the device exhibited a motor rate error during testing. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, event problem and evaluation codes: updated. One device was received. Visual inspection noted the plunger seal was broken; bottom seal was intact. There were no signs of external damage. Functional testing could not duplicate the motor rate error complaint however the complaint was confirmed as the stepper motor was partially disconnected which caused an intermittent motor rate error. A root cause was incorrect assembly by service. The device was last serviced on 29-mar-2022 for ?not turning on?. Based on a service history review the reported problem was related to a previous repair of the device as during the previous service the main board was replaced to resolve the issue. The current investigation of the device determined that the stepper motor was partially disconnected which was causing intermittent motor rate error. Fully secured the stepper motor connector into the main board. Performed power up process, preventative maintenance (pm), and occlusion test. The device passed all functional and delivery tests.